Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients stimulation had not been working properly. The patient underwent an ipg replacement procedure and was doing well postoperatively.